Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the leading haptic on the lens broke during insertion. The incision was enlarged to remove the lens and a stitch was placed. Add'l info has been requested but no new info has been rec'd.